Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device has been used for about two hours and suddenly the electrode became loose and was seen on the monitor. The doctor opened another one and continued the procedure until the end. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps) the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.